Event description:
The user facility reported the pt presented to the hosp following a road traffic accident with left subdural haematoma, small right extradural haematoma and no significant midline shift/mass effect. A camino catheter was inserted in 2002 at around 22:00 and the icp reading was 13. Very soon after the insertion the icp reading was 50. The pt received one treatment for elevated icp. The icp reading remained in the high 20's and the pt had further treatment, which did not work, one day later prior to scan, which showed no change. That night the icp was raised and pt received a treatment with no effect. Icp continued to rise. The pt was evaluated by neurosurgeon who asked for a second treatment to be given. This treatment again had no effect. The neurosurgeon recalibrated the camino bolt, the icp reading went from 42 to 13. Approximately one hour later, another sharp rise in icp pressure was noted with no changes in the pt parameters. The neurosurgeon replaced the camino catheter. The icp was normal subsequently. After the pt's first camino catheter was recalibrated the brain temperature reading rose by about a degree to 38.3 c and remained at the level until the camino catheter was replaced. Then the temperature reading was in the low 37's again. Both of the camino catheters were kept after removal for analysis. 10-02-2002 additional info received lot number of connector for first catheter is y016010-08. Second catheter connector number is w028-056-a06. Additional info was received on 10-08-2002 from the neurosurgeon who concluded that the pt received excessive hypertonic therapy as a consequence of the device failure. This resulted in renal impairment, but the pt did not require renal replacement therapy. It is difficult to predict what affect this might have had upon long term recovery.